Event description:
It was reported that there was a return of tremor. The patient had been practicing his writing when all of a sudden his hands had started going crazy. They were unsure how it was doing it but on the day prior to the date of this report the patient had a return of tremor and when they had used the programmer to check the implantable neurostimulator (ins) the programmer was flashing off. They were able to turn stimulation back on but they were unsure why it turned off. The ins had been programmed on tuesday prior to the date of this report. There had been no falls or traumas. The patient had not been using the programmer at that time which had been about 7:30-8:00pm. The patient had a doctor appointment the week following the date of this report to check on the programming. Patient would continue to track the ins turning itself off and the activity patient is doing at the time, the date and the time. Additional information received from the healthcare professional had indicated that the device had not turned off; the patient had needed an adjustment. The adjustment was made. No event had occurred. It was not device related. The patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4) implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4) product type: programmer, patient. Product ID: 3708640, serial# (B)(4) implanted: (B)(4) 2015, product type: extension. Product ID: 3387s-40, lot# va0urxu, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0ugef, implanted: (B)(6) 2015, product type: lead. (B)(4).